Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A customer from the united states alleged discrepant results for 5 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Per FDA guidance, 5 mdrs will be filed. No harm was alleged. Five patient samples were identified that each generated a positive sars-cov-2 result. The five samples were retested on different platforms which all returned negative results. The samples from patient 2 and 4 were retested on the liat and again generated positive sars-cov-2 results. In total, 7 runs for 5 patients were identified on the liat analyzer as false positives due to abnormal pcr curves. An investigation was conducted to evaluate the customer issue.